Event description:
Procedure: lavh the instrument was sticking on tissue while set on 2 bars of power and handle was also sticking. Moderate bleeding occurred as a result which was controlled with another ligasure instrument. There were no reported adverse affects to the pt.